Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Based on information reviewed, a conclusive cause for the reported hypotension, air embolism, and hemorrhage could not be determined. The reported patient effects of hypotension, air embolism, and hemorrhage as listed in the mitraclip ntr/xtr instructions for use (IFU) are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the air embolism. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced into the anatomy when the patients blood pressure dropped and blood was seen in the ventilation tube. Bubbles were seen entering the blood stream from the right ventricle and atrium. The cds was removed and the procedure aborted with the mr remaining at 4. The patient required prolonged ventilatory support and was moved to the intensive care unit (ICU). No additional information was provided.